Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suturecut needle driver instrument had a broken wire. No fragments fell into the patient. The procedure was completed, but the patient outcome is unknown. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, no fragment fell inside the patient¿s anatomy, and there was no injury to the patient. Also, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.